Event description:
On (B)(6) 2025, a patient's mother reported that the patient had been running high for the last 3 or 4 days. The reporter stated they changed the infusion set multiple times but this did not help lower their bgs. It was reported there was no visible issues with the infusion set cannula. The caregiver paused insulin and gave the patient insulin injections to lower their bg. The caregiver then drove the patient to the ER where they tested high for ketones with a manual bg of 426 mg/dl. The patient remained connected to the ilet during this time. The patient was discharged (date unknown) and doing fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review showed the infusion set changes followed by elevated bgs, which may have contributed to this event. The cause remains indeterminate. Should additional, relevant information become available, a supplemental report will be submitted.